Manufacturer narrative:
The investigation of positioning issues has been completed. No product was returned for analysis. The clinical details mention pump was pulled back across the valve. The root cause of the positioning issue was most likely use-related as evidenced by clinical detail of pump being pulled back across the valve e4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name was missing on the initial manufacturer device report number. G1 reporting contact fax number was missing on the initial manufacturer device report number.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 72 year old female patient was on impella cp support and during support, the pump was pulled into the aorta and staff were unable to advance the pump across the aortic valve. The pump was replaced. The patient survived the procedure.